Manufacturer narrative:
(B)(4). Concomitant medical products: (B)(4) shell porous with cluster holes 68 mm. 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -05190, 0001822565 -2019 -05191.

Event description:
It was reported that the patient underwent a left total hip arthroplasty with unknown product and a subsequent explantation due to mrse infection with placement of antibiotic cement spacers. The patient was later implanted with total hip arthroplasty. The patient then presented with increased redness of the lateral thigh. Subsequently, the patient underwent explantation of the tha components and implantation of antibiotic spacers approximately eight months post implantation. No intraoperative complications occurred. Intraoperative cultures grew strep dysgalactiae. The patient was postoperatively transfused with 5 units of blood product and was discharged with diminishing inflammatory lab values after aggressive IV antibiotic therapy. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Review of the available records identified the patient had undergone a left total hip arthroplasty with an unknown product and had a subsequent explantation due to mrse infection with the placement of an antibiotic cement spacer. Zb product was then implanted. The patient then underwent explantation of the tha components. Tha implants were removed an antibiotic spacer was inserted. There were clinical signs of infection. Cloudy secretions were noted along with turbid effusion deep within the joint. An osteotomy was performed to remove the femoral component. Soft tissue necrosis and pseudocapsule resected. All components were removed and spacer was placed without complication, osteotomy was secured with cerclage wire. The patient then underwent a closed reduction under anesthesia due to subluxation of the cement spacer. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the sterilization certificates found that devices were sterilized to specifications with no deviations or anomalies noted. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records received. Review of the available records identified the patient had undergone a left tha with an unknown product and had a subsequent explantation due to mrse infection with the placement of an antibiotic cement spacer. Zb product was then implanted. The patient then underwent explantation of the tha components. Tha implants were removed an antibiotic spacer was inserted. There were clinical signs of infection. Cloudy secretions were noted along with turbid effusion deep within the joint. An osteotomy was performed to remove the femoral component. Soft tissue necrosis and pseudocapsule resected. All components were removed and spacer was placed without complication, osteotomy was secured with cerclage wire. The patient then underwent a closed reduction under anesthesia due to subluxation of the cement spacer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.